Manufacturer narrative:
H.6. Investigation summary: bd received 5 customer samples for clinical evaluation. The device history records were reviewed with no issues being found. There were no related quality notifications. All process and final inspections comply with specification requirements. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the customer lot samples. Replicates of both customer lot (retains) and control samples tested were acceptable in terms of both precision and accuracy. H3 other text : see h.10.

Event description:
It was reported that samples are clotting after use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter: it was reported that samples are clotting.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that samples are clotting after use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter: it was reported that samples are clotting.